Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (long and narrow aortic neck); unapproved use of device (stent graft was implanted in a patient with an aortic neck that is <(><<)> 19 mm in diameter). Conclusion: device failure/lack of effectiveness related to patient condition (long and narrow aortic neck); operational context contributed to event (stent graft was implanted in a patient with an aortic neck that is <(><<)> 19 mm in diameter).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 34 mm diameter abdominal aortic aneurysm and fusiform bilateral iliac aneurysms approximately one month ago. The aortic neck was 15-17 mm in diameter and 52 mm in length with an angulation of 10 degrees. The left common iliac artery was 39 mm in diameter and the right common iliac artery was 32 mm in diameter. The right external iliac artery measured 6 mm in diameter and the left external iliac artery measured 7 mm in diameter. Six days post implant a CT revealed that the ipsilateral limb had stenosis just below the flow-divider and blood flow decreased. The physician stated that the flow divider of the main body was in the proximal aortic neck since the neck was long and narrow. The ipsilateral limb was compressed by the overlapped section of the contralateral limb which was the cause of the stenosis. The patient will be monitored. No additional clinical sequelae were reported.